Event description:
Patient was revised to address a femur fracture. It was reported that the patient fell out of bed the day after surgery.

Manufacturer narrative:
Patient was revised to address a femur fracture. It was reported that the patient fell out of bed the day after surgery. Examination of the reported devices was not possible as they were not returned. It was initially reported the patient fell out of bed the day after surgery and fractured his femur. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: the investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.